Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the some part of the insulin pump where we put the reservoir was broken piece, crack at the reservoir basement and just noticed that the reservoir just fell off. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.